Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, color tone of the image is not proper and no image is displayed, white dots appeared, dirt on head unit, there is noise in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on head unit, there is noise in the image. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head that did not produce clear images. The issue occurred during inspection for use. There were no reports of patient involvement.